Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including renal dysfunction, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had dealt with depression since their spouse passed away. The patient notified the left ventricular assist device (lvad) team that they no longer wanted to hear from heart failure (hf)/ventricular assist device (vad) coordinators in (B)(6) 2025. The patient had refused all contact and reportedly stopped taking all medications at that time. They re-presented to the hospital on (B)(6) 2025 with complains of shortness of breath (sob) and fatigue. Labs at that time was notable for creatinine level of 18, blood urea nitrogen (bun) level of 163, and brain natriuretic peptide (bnp) level of 64,000. The patient subsequently required hemodialysis (hd). The patient requested to be transitioned to hospice because they did not want to continue dialysis in an outpatient setting and wanted to return to home due to poor quality of life. The renal dysfunction was not considered to be device related. The kidney failure was due to the patient self-stopping all medications and wanting to move toward hospice. The patient eventually passed away on (B)(6) 2025. The death was not considered to be device related. The device had operated as expected.